Manufacturer narrative:
The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that the cap cannot be removed, and after removing the cap, the rubber plug is found to be damaged.

Manufacturer narrative:
Investigation summary bd received two photos for investigation. The analysis of the customer photos indicated defective stopper molding within the tube and an absence of the hemogard shield. Additionally, a total of 29 retained samples underwent functional tests, with none failing. No definitive root cause from manufacturing was identified as a contributor to the defects of closure separation and defective stopper molding. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: closure separation and molding defect based on photo analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that the cap cannot be removed, and after removing the cap, the rubber plug is found to be damaged.